Manufacturer narrative:
The customer contacted olympus technical assistance center (tac) to troubleshoot the issue using their cv/clv-190 units. The customer wiped the electrical contacts of the endoscopes connector with 70% isopropyl alcohol, let the contacts dry, plugged the scope in and was getting the b30 error. The customer tried other scopes and the b30 error did not occur. Tac advised the customer how not to swap a scope. Tac also advised to try that same scope with another cv/clv-190 although another one was not accessible. The customer wanted to send in the scope for repairs. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: rfid label peeling; control knob clicking; light guide tube buckled; cut on boot of control unit; various non-olympus parts; image noise; switches not working; no data on the ID chip. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the scope displayed an error code b30 (scope communication error). The malfunction occurred during preparation for use before an unspecified procedure. There was no report of patient harm as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic system - inspection of the endoscopic image olympus will continue to monitor field performance for this device.